Event description:
Patient one day post op mitral valve replacement was receiving care on critical care unit. At 0100, there was an occurrence with the IV tubing that was being used to run three vasopressor medications. The nurse noticed that the end of the intravenous (IV) tubing was disconnected from a blue cap of the right internal jugular (ij) central venous catheter (cvc) briefly (approximately one second) and the nurse reconnected it to the same port. The patient became hypotensive. Despite maxed out vasopressors (neo-synephrine, levophed and vasopressin), the patient's sinus blood pressure was down to the 50s. It was noted there was a leak around the port. The IV tubing was then connected to a peripherally inserted central catheter (PICC) line and there still was a leak. Both times the connection was secure and the blue caps were also securely placed on the cvc/PICC. It appeared to the nurse that the end of the IV tubing was the cause of the leak. The patient was given a bolus of normal saline and an amp of calcium chloride during this episode. A new bag of levophed was started with new tubing and the blood pressure improved within ten minutes. Able to wean down vasopressors by 0600.